Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath clear was employed. Following the insertion and removal of the dilator, a valve leak occurred, allowing air to enter the sheath. After the ablation of the left-sided veins, air was observed in the sheath with bubbles present within the sheath shaft. The sheath was replaced, and the procedure was completed successfully without any patient complications. The device is expected to be returned for analysis.